Event description:
Patient's left hip was revised. As reported: "pt. Presented with a loose acetabular shell, original dos unknown, 'over 10 years ago'. Dr. Opted to revise the shell for a new construct. Stem, believed to be an accolade, was left in-situ. No further info available."

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown shell was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: insufficient information was provided to support a medical review. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to loosening of the shell and fibrous ingrowth. Intra-operatively, screws were noted to be broken. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.